Manufacturer narrative:
Service was dispatched on (B)(4)-2011 for this event. The field service engineer (fse) discovered a broken fitting on the substrate tubing. The fse replaced the tubing and substrate probe and recalibrated the bubble detector. The fse performed the substrate decontamination procedure and a routine system check. The system check failed to meet specification. The fse inspected the wash carousel and discovered a buffer spill which he subsequently cleaned/resolved. A routine system check and a high sensitivity system check were executed and both assessments met instrument specifications. Hardware is identified as the root cause of this event.

Event description:
The customer reported that they received erroneous creatine kinase-mb isoenzyme (ck-mb), myoglobin and b-type natriuretic peptide (bnp) results generated on a unicel dxi 600 access immunoassay system for three patient samples respectively. The first and second patient sample results were regarded as higher than expected but within the normal reference range. Upon repeat on an alternate instrument, a lower result within the normal reference range but outside the assays stated precision claims was generated. The third patient result was regarded as higher than expected but within the normal reference range. Upon repeat on the same and alternate instrumentation, a lower result above the normal reference range but outside the assays stated precision claims was generated. The results were reported out of the laboratory however no death, serious injury or modification to patient treatment was associated or attributed to this event. Quality control results across multiple assays during the time of this event did not meet customer established specifications. A system check assessment executed during the time of the event failed to meet established specifications due to high substrate mean. A new bottle of substrate was loaded onto the instrument eighteen hours prior to the incident. No errors were posted in the system event log during this timeframe.